Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: aneurysm enlargement (+1.7cm/15m) and reline with ovation. The following reported events were refuted based on the information received: endoleaks type 1 and 3b; rather, it was confirmed to be an endoleak type 2 from an l4 lumbar artery. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal was related to the type 2 endoleak. While there was no device-related issue involving the type 2 endoleak seen at fifteen months post implant, this cautionary product use condition, patent lumbar arteries, likely contributed to the clinical harms: type 2 endoleak, aneurysm enlargement, and secondary endovascular procedure (reline). Unable to determine procedure-related, user-related issues due to a lack of medical records surrounding the event. The diameter of the common iliac arteries was off-label (>23mm), but no type ib endoleak was seen. The final patient disposition was reported to be stable post-secondary procedure. The manufacturing lot review confirmed all devices met specifications prior to release. (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent, a suprarenal aortic extension, 5 limb extensions and 3 non-endologix devices. On (B)(6) 2014 the patient had a secondary repair with an infrarenal aortic extension for a stent migration and a type 2 endoleak. On (B)(6) 2015 the patient was reported to have aneurysm sac growth, a potential type 3b endoleak and a possible type 1 endoleak. The physician elected to reline the initial implanted devices with an ovation system. The procedure was reported as a success.